Event description:
Event description cpi received information that the implantable cardioverter defibrillator ICD was removed because it did not meet the physician's expectations with regard to longevity.